Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with intravenous injection of ceftazidime (500 milligrams, twice a day, duration not reported), injection of amikacin (100 milligrams once a day, route and duration not reported) and a tablet of augmentin (625 milligrams twice a day, duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.